Event description:
The customer reported having low blood glucose. Troubleshooting was performed. The customer noticed that the amount of insulin left in the status screen did not much to the amount of the insulin left in the reservoir. The customer stated that he works in a medical field and often he is in contact with the MRI equipment. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and had an intermittent alarm during rewind as a result of a motor encoder signal being out of phase.